Event description:
It was reported that cardiac tamponade and cardiac perforation occurred. It was reported that a farawave catheter and transeptal (tsp) device were selected for a re-do pulmonary vein isolation (pvi) from radiofrequency (rf) in 2024. During procedure, the veins were re-isolated using the catheter and the left atrium (la) anatomy was small according to the physician. Due to the smaller anatomy, a new farawave catheter was handed off due to inverted splines. Pulse field ablation (pfa) applications were routinely administered. The next day, post procedure, cardiac tamponade and cardiac perforation were reported in the patient. A pericardiocentesis was performed. The patient was admitted to the hospital beyond the standard of care. Product return is unknown.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.